Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis: unsuccessful bone union procedure: posterior lumbar interbody fusion (plif) levels :l5-s it was reported that on on an unknown date, post op, pedicle screws loosening was observed due to unsuccessful bone union. Hence, a revision surgery was performed to remove the product.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.